Manufacturer narrative:
(B)(4). This event is two of two for the same patient for 2 leaks reported. Due to the event day was not provided, (B)(6) 2017 was recorded as an event date. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a specific lot number was not able to be determined. The entire lots delivered to the costumer have been sold and distributed. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient there was a fluid leak behind the cassette. The patient discovered the fluid leak after the completing treatment. The patient's peritoneal dialysis nurse later confirmed the patient did not experience any adverse events. Prophylactic antibiotics were not prescribed. Patient did not miss any peritoneal dialysis treatments. The set was discarded.